Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('proximal half show an embedded portion of the gray colored metal wire measuring') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("bleeding"), abdominal pain lower ("severe cramping"), migraine ("migraines") and cluster headache ("cluster headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy , partial cornuectomy , da vinci). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, embedded device, back pain, genital haemorrhage, abdominal pain lower, migraine, cluster headache and weight increased outcome was unknown. The reporter considered abdominal pain lower, back pain, cluster headache, embedded device, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: fallopian tube#1 the longer segment of fallopian tube of fallopian tube measures 8.5 cm and up to 0.7 cm diameter. The serosa is tan to pink , smooth and glistening . The fimbriae are pink red and delicate. Sections of the proximal half show an embedded portion of the gray colored metal wire measuring up to 3.0 cm long by 0.2 cm .no other mucosal or luminal abnormalities or mass lesions are identified fallopian tube#2: the remaining fallopian tube measure 8.0 cm long by 0.7 cm diameter. The serosa is tan to pink red , smooth and glistening .the fimbriae are oink red and delicate . Section show the proximal half of the fallopian tube to include an embedded silver to gray colored metal wire measuring approximately 2.8 cm long by 0.1 cm diameter . No other mucosal or luminal abnormalities or mass lesions are identified. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2021: mr received-event embedded device were added. New reporter, lab data, removal details were added. Patient's dob added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("bleeding"), abdominal pain lower ("severe cramping"), migraine ("migraines") and cluster headache ("cluster headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, genital haemorrhage, abdominal pain lower, migraine, cluster headache and weight increased outcome was unknown. The reporter considered abdominal pain lower, back pain, cluster headache, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("bleeding"), abdominal pain lower ("severe cramping"), migraine ("migraines") and cluster headache ("cluster headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, genital haemorrhage, abdominal pain lower, migraine, cluster headache and weight increased outcome was unknown. The reporter considered abdominal pain lower, back pain, cluster headache, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.